Manufacturer narrative:
H10: manufacturing review: the complaint history review (chr), this is the 1st complaint reported for this lot number. A DHR review is not required. Investigation summary: although the sample was not returned for evaluation, two medical images were provided for review. The investigation is confirmed for catheter kink, as a glidepath catheter was identified in image 1. Image 1 showed an area at the apex of the catheter loop that is overlapping in a possible kink. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 03/2021). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to dialysis treatment the healthcare provider allegedly identified that the catheter was kinked. The device was removed and a new device was placed. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation, however photos have been provided. The investigation of the reported event is currently underway.

Event description:
It was reported that prior to dialysis treatment the healthcare provider allegedly identified that the catheter was kinked. The device was removed and a new device was placed. There was no reported patient injury.